Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with juice. Customer was assisted with setting up a temporary basal per healthcare provider's instructions. Customer's healthcare provider advised to perform dual boluses as well. Customer was assisted with change the basal settings and time on the insulin pump.